Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that a revision surgery was planned using blueprint and performed. The case involved a tornier flex reverse with a loose baseplate and significant glenoid bone loss. An attempt was made to reimplant a new augmented baseplate; however, adequate fixation could not be achieved. The procedure was converted to a pyrocarbon hemiarthroplasty, with plans for a future revision using a custom glenoid baseplate.